Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples did not form. The surgeon resected the staple line and applied another instrument to complete the procedure. The hospital has reported that the patient's condition is satisfactory.

Manufacturer narrative:
As the subject device was not returned to the MFR for eval and the disposable staple cartridges displayed evidence of the staples forming, the reported condition could not be confirmed.